Event description:
A caller reported a malfunction on the pump identified as malf 12, which was confirmed by technical support. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions for future reference. The customer was informed that the pump could continue to be used and advised to contact support if the issue reoccurs. The caller acknowledged and understood the guidance provided.